Event description:
Malfunction with the capio suture device. Suture was loaded onto device & handed up to surgeon. At the moment the surgeon used the instrument, the gray handle came apart from the blue shaft. A new suturing device was then handed up to the field.